Event description:
See initial report.

Manufacturer narrative:
H11 a review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of manufacturing. A review of complaints database did not identify any trends associated with this failure mode. Based on investigation findings, the most likely root cause of the reported event was a temporary electrical failure, that was definitely solved during device technical service intervention. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the heater cooler 3t system, the issue occurred in the united states. Livanova field service engineer was dispatched to customer facility, checked the device and could not replicate the issue. Technical safety inspection was perfomed successfully and the unit returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that the heater cooler 3t system heating function was not working properly. Reportedly, device stopped at 27°c even if set temperature was 37°c. There was no patient impact.